Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having anterior cervical fixation procedure. It was reported that at the time of placing the device it was observed that the device was broken. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was a patient involved. The patient was having the implant placed.

Manufacturer narrative:
G2: country of origin - costa rica this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.